Event description:
It was reported when using the bd pyxis medstation es system drawer rail was broken when user trying to dispense medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3.1 rails were bad and making it difficult to open drawer. The field service engineer replaced drawer and reconfigured to resolve. The system functioned as intended after the field service engineer troubleshooted the device.